Event description:
It was reported that after successful coronary stent deployment, the balloon became dislodged during removal and remains in the pt. No attempts were made at retrieval. Pt status is listed as "okay".